Manufacturer narrative:
Unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test and excessive no delivery test. Unit had minor scratched display window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that he was hospitalized on (B)(6) 2016. He was in intensive care unit with a diabetic ketoacidosis. The customer was on insulin drip and IV. The customer was not wearing the insulin pump at the time of the emergency room visit. His insulin pump was taken off as he went into the emergency room. Customer's blood glucose level was 313 mg/dl. He was vomiting, had chest pain, and could not breathe. The customer was advised that the device would be replaced and agreed to return the product for analysis.